Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she found a tampon upside down and used it anyway. Upon removal, consumer noticed that the string was too short. Consumer was able to pull out the tampon.